Event description:
Additional information received reported that the "frozen" leg issue with the patient was diagnosed by the healthcare professional (hcp) as reflex sympathetic dystrophy, lower limb. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported, the patient experienced limited sensation in lower legs.

Event description:
It was reported that the patient awoke from sleep and could not move out of bed, stating that her legs were "frozen." The patient's husband had to help her out of bed. The patient recovered without sequlea on the date of the event.

Manufacturer narrative:
Product ID 3778-60, lot#, serial#: (B)(4), implanted: 2011 (B)(6), explanted: product type: lead, product ID 3778-60, lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: product type: lead, product ID 37752, lot#: serial#: (B)(4), implanted: explanted: product type: recharger, product ID 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).